Event description:
It was reported that the patient experienced a loss of therapeutic effect and only felt stimulation in some positions, leading to frequency issues. If the patient tried to turn stimulation up high enough to feel it she experienced an overstimulation sensation. The patient was also having night sweats. The patient had fallen once, but it was unclear if the fall was related to the loss of stimulation. It was noted that the patient had not been reprogrammed in a long time. The patient also had developed recurring bladder infections that were usually treated with cipro. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28 lot# v557258 implanted: 2010-(B)(6) explanted: na; extension model 3095-10 (B)(4) implanted: 2010-(B)(6) explanted: na; programmer model 3037 (B)(4).

Event description:
Additional information received reported that the patient continued to have difficulty setting up an appointment to have her device checked. The patient's hcp told her to try all four programs and to call him if they were not successful. The patient stated she had tried to, but was unable to contact her hcp. The patient experienced a loss of therapeutic effect leading to a loss of bladder control around (B)(6) of 2012. The patient stated that she originally felt stimulation in the low left region but then it changed to the middle of her buttock region when she would go to turn stimulation up while lying on her side. The patient stated she was now no longer feeling stimulation on any of the four programs, and it was confirmed that stimulation was turned on.

Manufacturer narrative:
(B)(4).